Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that he believed the leads might have moved. Therapy worked for a few days but then it stopped doing what it was supposed to do for the patient. He had been trying to get x-rays of the leads. The implant was functioning and the patient could feel stimulation, could turn ins on and off, but it was just not providing the therapy that the patient needed. He had not had therapy on for a while since it was not working for the patient. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they hadn't seen the doctor yet regarding the placement of the lead; they were told that was a different x-ray. In regards to the lack of pain relief,the patient was taking codeine so far and was still working the issue.